Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts from the proximal and mid region lifted from their crimped positions and pulled in all directions. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a hypotube shaft kink measured at 53.5 cm distal from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04feb2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 32 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.